Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the systems left (live) monitor would not work. This could cause the system to become unusable due to inability to display a live image. There is no report of injury or death associated with the event described in this complaint.